Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: cutter device, etn device. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an emergency operation for a left tibial diaphyseal fracture, it was observed that after completing proximal fixation the surgeon inserted the first screw and while inserting the second screw into the contralateral cortical bone the radiolucent device got stuck and could not be used. The surgeon used a drill bit for proximal because the surgeon could drill the anterior cortical bone. The surgeon commented that the load of the radiolucent drive was high because the patient had good bone substance and the main body got hot and stuck. According to the reporter, the surgeon checked and it worked without any problem after cooling the heat. The radiolucent drive was used with the expert tibial nail (etn) device. The surgery was completed successfully with a thirty minute delay. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.